Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 382512 and lot number 4298111. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
No additional information.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autog bc needle was slow to retract. The following information was provided by the initial reporter: we have identified that the needle may be slow to retract or may fail to retract entirely during use. This poses a potential safety concern and could impact both patient and staff safety. I have seen similar products come up on a recall report but not this exact one. I am hoping you can help with next steps.